Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal 2.5% ultrabag therapy. Dianeal therapy was ongoing. On an unreported date, a break in aseptic technique occurred, further specified as the patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for peritonitis. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2012, the patient was treated with injection (inj) vancomycin (1gm, stat dose), inj reflin (1gm, once daily), inj meropenem (1gm, once daily), inj amitax (100mg, once daily), (routes not reported), and inj heparin 500 international unit (iu) in all bags for peritonitis. The patient was reported to be recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available.